Manufacturer narrative:
Twenty-one cadd extension set samples were received. Three were used samples and 18 were unused samples. Leak testing on all the samples received was performed using hydrostat vessel to look for unusual functions. The water could not flow through two (2) of the used products due to the fact that inside of the tubes were substances that blocked the fluid path. A leak was observed fleeing from the air vent of the filter in the last used sample. No discrepancies were detected in the unused samples. The most probable root cause are the following: the filter was received damaged from the supplier. The filter became damaged after the product left smiths medical facility. The manufacturing and quality inspection processes were reviewed and considered adequate and correct.

Manufacturer narrative:
Manufacturing/expiration date was unable to be located based on the lot number provided by the customer. Please see MFR #'s 3012307300-2018-02633 and 3012307300-2018-02649 for related device incidents.

Event description:
Customer reported their extension set tubing leaked at the filter site. The nurse performed a test at the hospital and had the same result after 5 minutes. No patient injury was reported.